Event description:
The ventilator went vent inop, while in use on a pt. The customer reported that the ventilator alarmed, during the event. There was no pt harm reported. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech inspected the device and replaced the sensor board (printed circuit board) to correct the problem. Performance verification testing was performed and the ventilator passed per operating specifications.